Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a red angry spot after contact with blue gel from electrode belt. Reporting out of an abundance of caution. There is no indication that the patient received medical intervention. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.